Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and the patient's transvenous defibrillation lead, high shock impedances of greater than 125 ohms were noted. A 21 joule shock was delivered for defibrillation threshold (dft) testing which resulted in shock impedances of 113 ohms, and successfully converted the rhythm. The lead was disconnected and reconnected to the device and it was noted that all connections and setscrews appeared to be tight. All other lead measurements were normal. Technical services (ts) discussed the out of range measurement. It was noted that the pocket was not closed completely, and ts discussed that the shock lead impedance test (slit) measurement was susceptible to environmental interference and noise. Ts discussed that the impedances may decrease after the pocket was fully closed and the patient was out of the lab environment. This will be discussed further with the physician. No adverse patient effects were reported.additional information was provided that the physician checked the lead again and another dft was performed which converted the arrhythmia and resulted in normal impedances. No adverse patient effects were reported.